Event description:
It was reported that a patient presented with cardiac perforation, resulting in pericardial effusion. The physician could not determine which lead caused the issue and elected to explant and replace both the right atrial and right ventricular leads. This was performed on (B)(6) 2024. No adverse patient consequences were reported.